Event description:
It was reported that the patient presented remotely via merlin.net. Upon device interrogation, an arrhythmia was detected, and the implantable cardioverter defibrillator (ICD) exhibited high impedance and failure to capture. Additionally, the right ventricular (rv), right atrial (ra), and left ventricular (lv) leads all demonstrated high pacing impedance and failure to capture. The rv lead also showed elevated defibrillation impedance. To address these issues, programming changes were performed to turn off pacing and high voltage therapy on the ra, rv, and lv leads. The ICD was explanted and successfully replaced. The patient remained stable.